Manufacturer narrative:
Per the patient's surgeon, the device was explanted (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report filed january 16, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4) 2013.